Manufacturer narrative:
(B)(4) result: representative samples of the possible products were tested for knot pull tensile strength and in-vitro testing and the results obtained were in conformance with the requirements. Conclusion: no device failure detected and the product is within specification. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent episiotomy procedure on (B)(6) 2011 and suture was used on the membrane and muscle. Forty four days after the procedure, the patient experienced wound ache and the surgeon found the suture was not absorbed. The surgeon removed the suture and used antibiotic to sterilize. Currently, the patient is fine.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch t0005, batch t0006.